Manufacturer narrative:
S/w version 2.9d. Retainer ring = clear. Case type = ngp. Customer returned pump for alleged no delivery/occlusion alarm - unknown timing and pump error 63 found on 02-nov-2021. Pump passed self test, displacement test, rewind test, prime/seating test, basic occlusion test, force sensor test, and occlusion test. Pump received with original battery cap. Confirmed that the metal contact was detached from the battery cap. No unexpected insulin flow blocked alarms noted during testing. Pump successfully downloaded to thus. No insulin flow blocked alarm noted on or near the event date. Verified the pump alarmed pump error 63 variable 3 on 11/02/2021 at time 16:48:37.000 due to hardware anomaly possibly caused by moisture damage on the electronic assembly. Pump was cut open to perform visual inspection and found moisture damage on the pcba 1 and force sensor. Test p-cap and reservoir locked properly into reservoir compartment during testing. The following were noted during visual inspection: battery tube threads - cracked, cracked case (battery tube), pillowing keypad overlay, and cracked retainer. In summary, customers alleged no delivery/occlusion alarm - unknown timing was not confirmed during testing. Pump passed full drive test. No unexpected insulin flow alarms noted in pump history download. Pump error 63 was confirmed in pump history download due to hardware anomaly. Confirmed that the metal contact was detached from the battery cap. Retainer ring damage was confirmed due to cracked retainer. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Information has been corrected which was not correct in the initial report. The information has been provided in section b5 with this report.

Event description:
The customer also reported hardware low level failures (pump error 63).

Event description:
Information received by medtronic indicated that the insulin pump had a insulin flow block alarm. The customer stated insulin pump had hardware low level failure alarm occurred twice in a row when the self-test was performed. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.